Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was 110 mg/dl. The customer stated that he used the pump to monitor glucose but the pump came off the belt clip and it was found ran over in the parking lot. The customer stated that the screen is completely black. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.